Event description:
Caller alleged discrepant inratio precision results. Results as follows: trainer reports the following results: date: (B)(6) 2012; inratio: 4.2; repeat: 7.0. Time between testing was mins using different fingers to obtain samples. Caller also reports having difficulty getting blood, milking the finger and taking more than 15 seconds to apply blood to the strip (1st test only).

Manufacturer narrative:
Investigation pending.